Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6), number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system monitor lost display functionality when transferring a 3d image acquisition. It was reported that the imaging system was restarted and a new image acquisition was performed. It was reported that the image then transferred after this. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.